Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
A peritoneal dialysis (pd) nurse reported that the peritoneal dialysis patient was diagnosed with peritonitis on (B)(6) 2017 following a positive fluid culture result with the organism staphylococcus epidermis. The pd nurse stated that the patient was treated out patient with the antibiotics gentamycin and vancomycin for 14 days. The antibiotics were delivered via the intraperitoneal route. The pd nurse also stated that the peritonitis was caused a breach in aseptic technique and the patient was not washing hands but instead utilizing hand sanitizer.